Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found the outer insulation had a breached depression. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation melted, the outer insulation had breached metal induced oxidation, and an outer insulation cosmetic depression.

Event description:
The lead was returned to the manufacturer after being explanted due to high thresholds and the r-wave could not be measured. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.